Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient felt very sleepy. They had urgency to void at 6:30am, but was unable to which was very "blizzard." The next day, patient said their head felt weird when they increased stimulation so they turned it back down because it was making their tinnitus worse. No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information from the hcp indicated that (B)(4) is no longer applicable to the event. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. The hcp reported that urge with inability to urinate once does not mean urinary retention. No further complications were reported or were expected. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.